Manufacturer narrative:
Investigation included review of device data and user report. Investigation of this case revealed insulin over delivery relative to the actual meal due to an incorrect meal size announcement. It was concluded that the device functioned as designed and the event was attributable to user meal announcement error.

Event description:
It was reported that the user experienced a blood glucose drop to 65 mg/dl after breakfast when the pump delivered excess insulin following a higher-than-announced carbohydrate intake; glucose returned to target within approximately 20 minutes, and user education on accurate meal announcements and carb sizing was provided. Symptoms included hypoglycemia. Outcomes included self-limited low glucose without medical intervention or hospitalization.